Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 31/oct/2024 it was reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis. Additionally, the patient¿s pd registered nurse (pdrn) reported the patient was hospitalized on (B)(6) 2024 through (B)(6) 2024 due to orthostatic hypotension, nausea, and poor appetite. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient dialysis clinic on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg every 3 days, and ip ceftazidime 1500 mg daily for 15 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis on (B)(6) 2024, and the patient¿s antibiotics were continued. The pdrn stated the cause of the peritonitis was due to an unspecified touch contamination event and was unrelated to the patient¿s use of any fresenius device(s) and/or product(s). On (B)(6) 2024, the patient presented to the emergency room with orthostatic hypotension and nausea. An evaluation of the patient did not reveal any acute processes, and the patient admitted he was not eating or drinking as he was instructed while undergoing treatment for the peritonitis. The patient was diagnosed with hypovolemia and was treated with an antiemetic (drug not provided) and intravenous (IV) normal saline for fluid replacement. The patient was monitored for several days and was discharged on (B)(6) 2024 in stable condition. The patient continued to undergo ccpd while hospitalized and resumed using the same liberty select cycler following discharge. The patient¿s loss of appetite and willingness to drink were reportedly caused by an intolerance of the antibiotics used to treat the peritonitis (antibiotics completed).

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), and hypovolemia (characterized by nausea and orthostatic hypotension), which required hospitalization, antibiotic therapy, and IV hydration. The pdrn reported the cause of the peritonitis (and associated symptoms) was an unspecified touch contamination event. Staphylococcus epidermidis bacteria are part of the normal human biota, and are commonly found on the skin, anterior nares, and axillae of humans. Additionally, staphylococcus peritonitis episodes, especially those caused by staphylococcus epidermidis, are most frequently due to touch contamination event. The pdrn attributed the cause of the hypovolemia (and associated symptoms) to the patient¿s inadequate fluid/nutritional intake, which was reportedly caused by the patient¿s intolerance of the antibiotics used to treat the peritonitis. Per the pdrn, the events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused and/or contributed to the serious adverse events. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On 31/oct/2024, it was reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis. Additionally, the patient¿s pd registered nurse (pdrn) reported the patient was hospitalized on (B)(6) 2024 due to orthostatic hypotension, nausea, and poor appetite. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient dialysis clinic on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg every 3 days, and ip ceftazidime 1500 mg daily for 15 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis on (B)(6) 2024, and the patient¿s antibiotics were continued. The pdrn stated the cause of the peritonitis was due to an unspecified touch contamination event and was unrelated to the patient¿s use of any fresenius device(s) and/or product(s). On (B)(6) 2024, the patient presented to the emergency room with orthostatic hypotension and nausea. An evaluation of the patient did not reveal any acute processes, and the patient admitted he was not eating or drinking as he was instructed while undergoing treatment for the peritonitis. The patient was diagnosed with hypovolemia and was treated with an antiemetic (drug not provided) and intravenous (IV) normal saline for fluid replacement. The patient was monitored for several days and was discharged on (B)(6) 2024 in stable condition. The patient continued to undergo ccpd while hospitalized and resumed using the same liberty select cycler following discharge. The patient¿s loss of appetite and willingness to drink were reportedly caused by an intolerance of the antibiotics used to treat the peritonitis (antibiotics completed).